Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgical procedure, it was observed that the quick coupling for drill bits device was coming unscrewed. It was further reported that the device was coming unscrewed near the blue line as if the glue was worn off during the years. There was a two minute delay to the surgical procedure. Spare devices were available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was documented as mar 18, 2011 in the initial report. The device manufacture date has been updated as nov 23, 2010. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.